Event description:
It has been reported to co that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated to 5.5mm to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter. The physician aspirated the particulate from the vessel. The physician removed the aspiration catheter and noticed on the fluoroscope that the occlusion balloon had deflated. The pt is reported to be fine.